Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? Yes. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. What is the status of the surgeon injury today? He¿s alive. What is the name and date of the surgical procedure? ¿last week sometime.

Event description:
It was reported that the doctor performed an unknown procedure on (B)(6) 2017 and the topical skin adhesive was used on the patient. During the procedure, a shard of the vial of topical skin adhesive stuck in the doctor's finger, drawing blood. The doctor resolved the issue with a band aid. The procedure was completed with no consequence to the patient.